Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 25mg/ml at 7.5mg/day and bupivacaine 5mg/ml at 1.5mg/day via an implantable pump. The indication for use was spinal pain. On (B)(4) 2020, it was reported that the company representative was paged by ER (emergency room) to interrogate the pump after the patient was brought in showing signs of withdrawal. Interrogation of the pump showed that the patient¿s refill date was in 4 days. The pump had 2.5ml of drug left and was not alarming. The pump did not show anything abnormal. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was a catheter dye study maybe completed today (B)(6) 2020 to ensure the catheter was working correctly. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated. Additional information was received that reported that the patient was seen by their pain management provider yesterday. The physician accessed the catheter access port and no medication was in the catheter. The patient¿s pump reservoir had less than 2cc¿s of medication in it. The physician decided not to do the dye study and instead refilled the patients pump with 40cc¿s of medication and gave the patient a bolus as well. No further complications were reported or anticipated. Additional information received from a healthcare provider via a company representative reported a dye study was performed and the catheter was unable to be aspirated. A catheter revision was to be scheduled but not yet on the calendar. The hcp also noted that during last refill the expected pump volume (4ml) was not consistent with the actual amount (1 ml).